Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. Buckling was noted to the teflon sheath extrusion. The iabc central lumen was noted damaged in the shape of a spiral. The spiral shape has the appearance of potentially being wrapped around a finger to be forcefully removed through the sheath. The one-way valve was connected and tethered to the short driveline tubing. The exposed portion of the bladder near the proximal end was fully unwrapped; the bladder was noted bunched up near the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photo was reviewed. The photo shows the iab pump generated alarm strip with a "possi-ble helium loss 2" alarm, which is consistent with the reported event. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The teflon sheath was unable to be moved towards the bifurcate due to the dam-aged iabc central lumen and was unable to be entirely removed from the iabc bladder due to the bunchedup bladder near the iabc distal tip; therefore, the functional test of the returned sample was not performed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss two alarms" is confirmed based on the customer submitted photo with the complaint report. The photo shows the alarm strip with a "possible helium loss 2" alarm. During the investigation, the leak test of the returned sample cannot be performed due to the teflon sheath was unbale to be removed from the iabc bladder. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "physician placed iab during an emergency and they immediately received helium loss two alarms, replaced the catheter, initially trying to pull through the sheath, then switching to exchangingover an 0.26 wire, new iabc functioning without issue". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "physician placed iab during an emergency and they immediately received helium loss two alarms,(see strip picture) replaced the catheter, initially trying to pull through the sheath, then switching to exchangingover an 0.26 wire, new iabc functioning without issue". The patient's current condition is reported as "fine".